Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging a ¿meter memory issue¿ with her one touch ultra 2 meter. This complaint is being classified based on the customer care advocate (cca) documentation, since the patient could not be reached by phone to obtain additional information. The patient reported that the alleged issue began at an unspecified time on (B)(6) 2014. The patient manages her diabetes with oral medication (metformin) and insulin (humalog, lantis). At an unspecified time on (B)(6) 2014, the patient stated she developed symptoms of ¿very thirsty, shakiness, double vision.¿ on (B)(6) 2014 at 8:00 pm the patient stated she took her usual dose of insulin (humalog, 77 or 76 units) in response to the alleged issue. At 8:30 pm that same day, the patient stated she treated herself with a ¿glucose shot, orange juice.¿ the patient stated she tried testing her blood glucose on another device; however, she was unable to provide the results obtained. At the time of troubleshooting, the cca documented that this was not the first time the patient used the subject meter, and there was no misuse of the product. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.